Event description:
Customer received results of 48 mg/dl (02:30) and 40 mg/dl(02:40) on the compact plus system. Customer self treated with 6 oz orange juice and glucose tablets. Customer tested 175 mg/dl at 02:50. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.